Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check. The ventilator was investigated by our field service engineer on-site, the pressure transducer pcb replaced and the expiratory cassette membrane was cleaned, which resolved the issue. No log files or service report has been provided and no replaced parts has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.